Manufacturer narrative:
The following days after the respiratory arrest, weaning was attempted of the respirator, but the subject developed pneumonia and was started on vancomycin/cefepime. The following days after the respiratory arrest, weaning was attempted of the respirator, but the subject developed pneumonia and was started on vancomycin/cefepime. Three days later, subject developed a fixed/dilated left pupil and r arm extension on exam and ceased to follow commands. CT showed worsening edema from the right pca infarct as well as hypodensity of the right pontomesencephalic junction. On the fourth day after the procedure, subject developed blown left pupil despite mannitol and hyperosmolar therapy. Seven days after the index procedure, the subject continued to decline neurologically and was pronounced brain death. Family decided to pursue organ donation which was done late on that day. Site indicated the event was related to the procedure, and it was also indicated that the event was related to the procedure and not related to the study device. Diagnostic CT scan done on approximately three weekends prior to the index procedure showed evidence of a giant 21 x 19 x 11 mm symptomatic unruptured basilar apex aneurysm. Partial thrombosis was seen within the aneurysm, and bilateral pcas appear to arise from the aneurysm base. Mrs 0. Subject has had history of occipital and bifrontal headache. Subject was treated during the index procedure for embolization of the large basilar aneurysm with 9 coils. It was decided that bilateral pca stent placement would be required to safety coil the basilar apex aneurysm. A neuroform stent (3.5 mm x 30 mm) was deployed in the right pca and an enterprise stent (4.5 mm x 28 mm) was deployed in the left pca. Framing codman microcoils were used to create a stable intra-aneurismal coil basket, and it was noted that there was good placement, and good packing density achieved (95% obliteration). Other device used consisted of 6 french envoy mpd xb and 5 fr envoy mpd catheters, marksman microcatheter, synchro2 microwire, 8 presidio microcoils ((B)(4) and 1 deltapaq microcoil (B)(4)). The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
The (B)(4) study reported that subject (B)(6) indicated that the patient suffered thrombosis of the right pca treated with non-codman stent, but adjacent to an enterprise stent, respiratory arrest and cerebral infarction after the procedure, and the patient expired. During the procedure it was noted that two stents were implanted (neuroform stent 3.5 mm x 30 mm right p1 pca and enterprise stent4.5 mm x 28 mm left p1 pca), and after deploying nine coils, a small non-occlusive thrombus was noted in the proximal right p1 pca. Prior of extubation from the procedure, subject was noted to be moving all extremities equally. After extubation subject developed respiratory arrest and hypotension. A code was called and chest compressions were initiated. Subject was re-intubated for low sao2 to the 50s. Subject was stabilized and monitored in nicu post procedure. Post procedure day 1, subject was followed commands on the right side and was plegic on the left side. The patient continued on aspirin and plavix post procedure. An overnight cta on (B)(6) 2013 showed a probable right pca infarct but stent appeared patent. After the thrombosis, a decision was made to administer ia integrilin. Repeat angiography demonstrated patency of the right p1 pca, with evidence of minimal thrombus. Additional 2cc of integrilin were infused and a repeat angiography demonstrates almost complete absence of thrombus within the right p1 pca and adequate antegrade flow. There were not local or distal thromboembolic complications evident in the basilar or pca territories. The basilar apex aneurysm remains obliterated with only mild opacification at the neck. After the procedure, the catheters were removed. Decision made to initiate integrilin IV infusion and continue heparin IV infusion to minimize risk of further thrombus formation.

Manufacturer narrative:
The (B)(6) study reported that subject 18-004 indicated that the patient suffered thrombosis of the right pca treated with non-codman stent, but adjacent to an enterprise stent, respiratory arrest after extubation unrelated to the procedure, cerebral infarction after the procedure, and the patient expired. During the procedure it was noted that two stents were implanted (neuroform stent 3.5 mm x 30 mm right p1 pca and enterprise stent4.5 mm x 28 mm left p1 pca), and after deploying nine coils, a small non-occlusive thrombus was noted in the proximal right p1 pca. Prior of extubation from the procedure, subject was noted to be moving all extremities equally. After extubation subject developed respiratory arrest and hypotension. A code was called and chest compressions were initiated. Subject was re-intubated for low sao2 to the 50s. Subject was stabilized and monitored in nicu post procedure. Post procedure day 1, subject was followed commands on the right side and was plegic on the left side. The patient continued on aspirin and plavix post procedure. An overnight cta on (B)(6) 2013 showed a probable right pca infarct but stent appeared patent. After the thrombosis, a decision was made to administer ia integrilin. Repeat angiography demonstrated patency of the right p1 pca, with evidence of minimal thrombus. Additional 2cc of integrilin were infused and a repeat angiography demonstrates almost complete absence of thrombus within the right p1 pca and adequate antegrade flow. There were not local or distal thromboembolic complications evident in the basilar or pca territories. The basilar apex aneurysm remains obliterated with only mild opacification at the neck. After the procedure, the catheters were removed. Decision made to initiate integrilin IV infusion and continue heparin IV infusion to minimize risk of further thrombus formation. The following days after the respiratory arrest, weaning was attempted of the respirator, but the subject developed pneumonia and was started on vancomycin/cefepime. The following days after the respiratory arrest, weaning was attempted of the respirator, but the subject developed pneumonia and was started on vancomycin/cefepime. Three days later, subject developed a fixed/dilated left pupil and r arm extension on exam and ceased to follow commands. CT showed worsening edema from the right pca infarct as well as hypodensity of the right pontomesencephalic junction. On the fourth day after the procedure, subject developed blown left pupil despite mannitol and hyperosmolar therapy. Seven days after the index procedure, the subject continued to decline neurologically and was pronounced brain death. Family decided to pursue organ donation which was done late on that day. Site indicated the event was related to the procedure, and it was also indicated that the event was related to the procedure and not related to the study device. Diagnostic CT scan done on approximately three weeks prior to the index procedure showed evidence of a giant 21 x 19 x 11 mm symptomatic unruptured basilar apex aneurysm. Partial thrombosis was seen within the aneurysm, and bilateral pcas appear to arise from the aneurysm base. The mrs was 0. Subject has had history of occipital and bifrontal headache. Subject was treated during the index procedure for embolization of the large basilar aneurysm with 9 coils. It was decided that bilateral pca stent placement would be required to safety coil the basilar apex aneurysm. A neuroform stent (3.5 mm x 30 mm) was deployed in the right pca and an enterprise stent (4.5 mm x 28 mm) was deployed in the left pca. Framing codman microcoils (8 presidio microcoils ((B)(4) and 1 deltapaq microcoil (B)(4)) were used to create a stable intra-aneurismal coil basket, and it was noted that there was good placement, and good packing density achieved (95% obliteration). Other device used consisted of 6 french envoy mpd xb and 5 fr envoy mpd catheters, marksman microcatheter, and synchro2 micro wire. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10191771. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Cerebral infarction and thrombosis are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system or with the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through the cerebral vasculature to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Patient and procedural factors may have contributed to the events including respiratory arrest during extubation. The relationship of the enterprise vrd and the event cannot be determined. There is no evidence to suggest there were any manufacturing or device performance issues that contributed to the reported event.